Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found to deliver within specification during flow testing. The reported condition 'under infusion' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found to be within specification during testing. The reported condition 'absence of occlusion alarm' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm to notify of an occlusion preventing the infusion during therapy of heparin at 210 ml at 10ml/hr. When checking solutions at the beginning of the shift, the heparin infusion bag still had approximately 210 ml and perfuse at 10ml/hr. It appears the pump did not alarm to notify of an occlusion preventing the infusion. Patient was waiting for urgent cardiac surgery, carrying an intraortic balloon. It was reported that intervention was performed with the steps taken being: partial prothrombin time (ptt) control lab made stat and treating doctor advised that the pump was removed and new pump installed at the patient's bedside. No additional information is available.